Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was told by the physician that the implantable cardioverter defibrillator (ICD) was malfunctioning per home monitor and was advised to go to the emergency room (ER). This ICD remains in service. No adverse patient effects were reported.